Event description:
Impella alarmed with screen showing "impella stopped / retrograde flow" p-level dropped to 0. No kinks or disconnects noted. Despite changing white cables and contacting impella rep for guidance, pt deteriorated and expired despite all resuscitative efforts. Critically ill pt in ICU on impella support. On (B)(6) 2018, impella alarms sounded and screen showed "impella stopped, retrograde flow." Impella initially at p-level 6 but dropped to p-level 0 with impella flow + 0.00l/min. Attempts were made to dial up the p-level back to 6 but device continued to drop to 0. Device assessed for disconnects and kinks. Impella rep contacted, white cables changed. Pt became hemodynamically unstable, CPR initiated. Pt expired despite all resuscitative efforts. Device was immediately turned over to the MFR's rep for investigation. Recently received report from a biomed dated (B)(6) 2018 indicating that a coil short in the impella catheter was likely the source of the product malfunction.